Manufacturer narrative:
The contract manufacturer of the t connections was informed to provide a statement on the origin and analysis of the green-colored inclusion. As soon as this information becomes available by (B)(4), will share with agency.

Event description:
The cryomacs freezing bag 500 ml comprises inclusions and discolorations on the t-connections. No patient was affected because the malfunction was detected prior to use.